Event description:
During pacemaker implantation on (B)(6) 2013, pacing at approximately 90 min-1 (during 11 spikes) was reportedly observed right after lead connection. The pacemaker basic rate was programmed at 70min-1. An explanation is requested.

Manufacturer narrative:
On (B)(4) 2013, this event concerns a device that was manufactured and used outside the united states. Analysis is pending.